Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a positive hemoculture test and leukocytes were found all along driveline and pump during leukocyte scintigraphy examination. Pseudomonas aeruginosa infection was confirmed, and found in thorax and sternum too. Pump was exchanged on (B)(6) 2022. The patient was stable but still under infection and treated with antibiotics.

Manufacturer narrative:
Section e: this event took place at (B)(6). Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. (B)(6) was returned with the pump cable severed approximately 6.25¿ from the pump header, and the distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment and was cut at the hardware. The apical cuff was not returned. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The submitted controller event log file captured intermittent pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13may2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.